Event description:
The MFR's rep reported that at refill, the expected residual reservoir volume for the pump was 4.5 ml, but the actual residual volume was 18 ml. The pump contained compounded baclofen 4000.0 ug/ml and was programmed to deliver 2.238.8 ug/day in a complex continuous infusion mode. No pt symptoms were reported. The pump was explanted and replaced with a similar device that was programmed to deliver compounded baclofen 4000.0 ug/ml at 1.099.8 ug/day in a simple continuous infusion mode. At the time of this report, the explanted device had not been received by the MFR. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.